Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019 information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was seeing the 243 software problem error code and the controller was struggling to find the device. The patient reported that sometimes when charging her implantable neurostimulator (ins), the screens would toggle between no device found screen, trying to recharge, and software problem screen. The patient has reset the lithium battery and it doesn't resolve the issue. It was noted that the software problem message was: 1. Intellis 2. 3.0 3. 243 4. Qf_port. It was noted that the recharger was connected and the lithium battery was used when the message was seen. In addition, it was reported that the patient turned off her stimulation two weeks ago to see if it did help with the pain it was implanted for. The patient has been turning the stimulation off at night because the vibration in the lower part of her body was unbearable. The stimulation was unbearable when the patient is sitting down and laying down. In the beginning, the patient felt the tingle of the stim in her right leg and that worked for her, but now, it has spread to the whole lower torso and left leg. The patient noted when the device was implanted, the therapy did not cure all the pain, but it helped the right side and that worked for her. A replacement recharger and lithium battery were sent to the patient. There were no further complications or anticipations reported with this event. Additional information received from the patient on september 24th, 2019, the controller/recharger was not working. The patient noted that it worked fine on the (B)(6) of the month of the report. Now, she was starting to get messages again. The patient noted that she pulled the battery out of the controller and put it back in but her implant would stay at 70% for over an hour and not charge more. Also, the patient has been seeing a system problem message "m3" or something, but was not sure. It was also noted that the week she went without the device, she could notice the difference. A replacement controller was sent to the patient. There were no further complications or anticipations reported with this event. Additional information was received on january 7th, 2020. It was reported that there were no circumstances that led to the stimulation issues. It was noted that the patient cannot sit, and she cannot lie down. It was noted that the system buzzes her lower body so uncomfortable that when she sits down in her chair in the evening to charge, she has to go through all of the vibration. It is very unnerving and uncomfortable. The circumstances are that if the patient lies down, sits down, anything, it comes on and off every 15 minutes. The patient cannot lie down to do her exercises and stretches and has to stop when the stimulator is on because it is so unbearably painful and horrible. She noted that the stimulation turns on and off every 15 minutes. The patient has turned the device off for about 4 or 5 days because she does not know how to resolve the issue. The patient is not sure if it is helping her or not because of the vibration. The patient does not notice it when she is up and walking around, but if she sits and the 15 minutes comes back on, the patient does not like the sensation. The patient was sitting in her chair and it felt like she was being shocked/burned where the implant is. It really hurt. There were no further complications or anticipations reported with this event.